Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and logged in successfully which took under 5 seconds. Further the customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, application was frozen when user tried to pull medication and scanner would also take a few tries to recognize scan. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.